Event description:
It was reported that pump experienced malfunction alarm with code malf 0, and no notable events occurred before malfunction. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.